Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was sedated prior to the start of atrial fibrillation (afib) pulmonary vein isolation (pvi) procedure. Then the catheter was inserted into place. As the doctor was identifying the cardiac structures prior to transeptal puncture, a poor quality image was displayed by the catheter. The doctor removed the catheter but did not reboot the ultrasound system. A new replacement catheter was reinserted into the patient to continue and complete the procedure. There was a few minutes delay while the catheter was changed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type update the event problem and evaluation codes and update the investigation results. The complaint of the catheter displaying a poor image was investigated. The returned catheter was inspected and tested, and was found to pass all safety and performance tests. The visual inspection found the root cause to be incomplete insertion into the swiftlink connector. The customer should use care to ensure the catheter connector is fully engaged into the swiftlink before locking down. If the catheter is found to be only partially inserted, recovery is simply achieved by unlocking the swiftlink, fully inserting catheter, and relocking the swiftlink.